Event description:
During a tcar procedure on (B)(6) 2022, a dissection occurred while using the 0.014" enroute interventional wire. The dissection was covered with an unplanned additional stent.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure on (B)(6)2022, a dissection occurred while using the 0.014" enroute interventional wire. The dissection was covered with an unplanned additional stent.